Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is during 2023. Section d6a: if implanted, give date: not applicable, as lens was removed in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symphony toric intraocular lens (iol) was opened, but was damaged. Additional information received stated that the cartridge had a burr and it tore the lens when it was injected. The lens had to be cut out to remove. There was no patient injury and no additional surgery required. No further information is available.